Event description:
It was reported that the user experienced hyperglycemia, confirmed by a fingerstick blood glucose of 468 mg/dl, while using the system and reported an insulin occlusion; troubleshooting and education were provided, including an explanation of occlusion and treatment steps. Symptoms included hyperglycemia. Outcomes included no reported hospitalization or long-term impairment. Investigation included customer support assessment and user-guided troubleshooting. Investigation of this case revealed a reported insulin delivery occlusion with unclear root cause. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.